Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. Replaced sram card. Could not load service disk due to a bad floppy drive in workstation. Replaced floppy drive. Entered service disk to set parameters. Tested system. System operates as intended.

Event description:
The customer reported the system does not boot. No pt injury was reported.